Event description:
Additional information was received that the high out of range impedance measurements continue to be an ongoing issue. However previous communications indicated that the physician is no longer involving the field representative in the case. No adverse patient effects were reported.

Event description:
Boston scientific received information that via the patient remote monitoring system, two red alerts were detected for the implantable cardioverter defibrillator (ICD) as it displayed high shock impedance measurements. The physician performed shock lead impedance test in all three vectors. A boston scientific technical service (ts) discussed noise on shock electrogram (egm) and commanded shock may be needed to verify the lead integrity. Additional information could not be obtained further as the physician decides on not to involve the field representative in the case. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.